Event description:
Customer tested within his therapeutic range at 2.1 inr (therapeutic range 2.0 - 3.0 inr)on the coaguchek xs system while a comparison lab draw using unknown reagents resulted 1.5 inr. Patient was admitted to hospital and treated for deep vein thrombosis on same date. Meter and strips were replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.